Event description:
Fever, tingling sensation all over my body. Pain in abdominal area, really tired all of the time since (B)(6). Depression, lethargic feeling most of the time, confusion of thinking.